Event description:
It was reported that this right ventricular (rv) lead was found to have triggered a lead safety switch (lss) to unipolar configurations due to exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) for consult review of the stored data. Upon review, ts noted that the pacing impedance measurements had gradually risen to greater than 2000 ohms which was out of range. It was also noted the rv lead exhibited an increase in thresholds and oversensing of myopotential noise signals after the lss from bipolar to unipolar configuration. Ts discussed programming options with the hcp. The hcp stated the lead was reprogrammed back to bipolar configurations successfully. No adverse patient effects were reported. This rv lead remains in service.